Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; g3; h2; h3; h6    visual examination of the returned product/provided pictures identified the strike plate to have fractured from the remainder of the handle. Scratching was observed up and down the handle with dings near the strike plate. Impact marks were observed on each side of the strike plate. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Supplier's device history records were not reviewed as the device shows wear and tear consistent with use over a potential field age of approximately 11 years. Additionally, review of the rir confirmed the raw materials utilized were conforming to specifications. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that strike plate of broach handle broke off during broach removal. Back up handle was used to finish broaching. Attempts have been made and additional information on the reported event is unavailable at this time.